Manufacturer narrative:
This report is submitted on may 31, 2021.

Event description:
Per the surgeon, the patient experienced hypertrophic scarring at the abutment site. The patient was placed under a general anesthetic on (B)(6) 2021, in order to change the abutment. The implanted device remains.